Event description:
It was reported the front glass was cracked. The lcd (liquid crystal display) was working. It was also reported someone dropped or something was dropped on the device. The device was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board is out of electrical specification. Display screen and keyboard are damaged. Display lens is broken.